Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the handle component has broken. The root cause is attributed to misuse. Side leveraging was applied during use resulting in the breakage. A complaint database search finds no additional reports against the complaint sample product and lot combination. Based on the root cause determination of suspected misuse, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The mueller retractor contained in anterior approach instrument case broke at the distal handle due to wear.